Event description:
It was reported the disposable exhibited a leakage, and the disposable was switched to a new set. Possible lots 4354694 and 4302551. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture for the possible lot numbers. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.